Event description:
During a zero-p procedure at levels c5-7, as the surgeon was doing final tightening of screw at the 2nd level of the zero-p procedure, one of the angled stardrive screwdriver broke at the u-joint weld. The broken piece was retrieved. The other two screwdriver shafts twisted and bent. The surgeon reportedly did not use excessive force or torque on the drivers. The surgeon had a 4th driver to use to complete the case with no further problem. There was no harm to the patient; procedure time was not extended due to the complained drivers.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates three screwdrivers 03.617.900 were received; all of them were disassembled and in the same package. As the lot number is only indicated on the sleeve it can not be defined anymore which screwdriver shaft 03.617.900.001 belongs to which screwdriver. At one screwdriver shaft the cardan joint is deformed. At one the complete cardan joint is missing and a part of the holder is broken off. At the last shaft the complete front piece of the cardan joint is missing. All shafts have heavy stress marks at the guidance face next to the cardan joint. The relevant dimensions at all three screwdriver shafts can not be verified anymore due to the different damages and missing parts. Also it can not be defined which shaft belongs to which lot. It is known that this type of screwdriver will get damaged as soon as more than 2nm of torque are applied. According to the complaint description the damage occurred during final tightening. This and the heavy stress marks at the guidance face of the screwdriver shafts indicate that too much torque was applied and that finally a mechanical overload caused the damage. With the angled instruments a 1.2nm torque limiter shall be used for the final tightening. Implant date was reported as (B)(6) 2012. Device is an instrument and it is not implanted; therefore, the implant date is not applicable.

Manufacturer narrative:
Product development engineer evaluated the device and indicated the technique guide for the zero-p instruments and implants recommends tightening the screw to the plate with 1.2 nm using a torque limiting attachment. The technique guide also instructs the surgeon to use the angled instruments if the patient anatomy does not allow use of straight instruments. The failures of the distal tip are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque is unknown. According to the risk assessment, torques above and below the recommended 1.2 nm present clinical risks associated with the success of the procedure. In addition, delivering a torque beyond the strength of the instrument can lead to breakage of the device. An internal corrective action has been opened to address the root cause of the issue. The manufacturing documents (device history records) were reviewed and no complaint related issues were found. Investigation is on-going.